Manufacturer narrative:
During the procedure the 10x080 smart stent collapsed inside the subclavian vein and was later restored with the help of another smart stent. The reporter indicated that the user initially chose the incorrect size. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14132079 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the use of an incorrectly sized stent and is not related to a product quality issue.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure the 10x080 smart stent collapsed inside the subclavian vein and was later restored with the help of another smart stent. The reporter indicated that the user initially chose the incorrect size. The reporter did confirm that the labeling matched the product box and inner pouch.